Event description:
It was reported the patient had stimulation in the wrong location. The leads were reportedly placed at the top of t7 (trial leads were placed at the top of t9 and had great effect). The manufacturer representative met with the patient and could do little reprogramming to help her. The patient needed the electrodes stimulation t9 and lower. No diagnostics or troubleshooting was performed. The leads reportedly needed to be lower in the spine. The patient experienced less than 50% therapy relief at the lead location. The patient¿s status was noted to be alive-no injury. The patient reportedly had a follow up appointment with the physician in about 2 weeks additional information received reported the patient thought her next appointment with the physician was in the next month. Additional information received reported the patient was having a revision performed by the physician at an unknown date. The manufacturer representative did not get the surgery schedule of the physician performing the surgery, which was reportedly why the date was unknown. The plan was reportedly to ¿release the anchors and pull the leads down two vertebral body level to t9 from t7.¿

Event description:
Additional information received reported that the patient would be revised by the doctor. It was noted that the manufacturer representative would no longer be able to be in contact with the patient and would not be aware when the patient was revised. It was noted that contact regarding the event would have to be made with a different individual in the chicago district. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the manufacturer representative had no idea about the patient or when scheduled. It was noted that if they were scheduled the manufacturer representative would report back with new information.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60 serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60; serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).